Manufacturer narrative:
The device did not return for investigation. It was sent to recycle before we became aware of the new information. No investigation could be performed. A review of the DHR was performed. All units from the work order passed final inspection.

Event description:
It was reprted the patient was experiencing pain in his hips, legs, and feet after starting treatment on (B)(6) 25. After a follow up call 3/26/2026 the patient reported the device caused a nerve to feel hot and painful. The patient is working with his doctor and seeking additional treatment.